Manufacturer narrative:
Product analysis: it was determined on analysis that the radiofrequency head tested out of specification as the cable shielding was damaged and could short circuit. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.